Event description:
(B) (4)

Event description:
It was reported that the patient went to the emergency room with pocket stimulation, following reprogramming to unipolar due to high thresholds on the lead. The patient was released but returned the same day feeling light-headed. The pocket was opened and the lead tested, with all measurements good. It was further reported that there was intermittent capture. The doctor repaired a small area of insulation damage on the lead and reused it, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.